Event description:
Reference uf report # (B)(4).

Manufacturer narrative:
User never informed MFR of incident or report to FDA (rec'd this form from FDA directly). In 7 years, this device was never returned to the manufacturer for p.m. Or recall. The user had pulled and reinstalled the battery incorrectly. We found the battery wires crushed, with insulation torn - this caused the loss of power.